Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging that the pump had an inaccurate delivery issue. The reporter indicated that for the previous few weeks the patient's blood glucose (bg) levels were in the "40-60 mg/dl" range. During the low bg episodes, the reporter claimed that the patient had a symptom of having a glazed, glassy-eyed look. In one instance, the patient had a bg level of "60 mg/dl" upon waking on an unspecified date/time. At '¿s bg level dropped to "40 mg/dl" and she had the symptom of having a glassy-eyed look. The patient was treated with a snack and juice. By the time the patient got home from school, her bg level had increased to "200 mg/dl" and she was asymptomatic. The reporter denied that the patient was going through a growth spurt or that she had any changes in her diet or weight. She mentioned that the patient had finished taking an antibiotic for uti treatment 3 weeks earlier. According to the reporter, the uti cleared before the low bg excursions occurred. The pump's basal settings were confirmed as being correct by the reporter. The alarm history did not reveal any outstanding alarms. A review of the pump's prime history revealed that no primes were recorded between "(B)(6) 2012" and "(B)(6) 2012." In addition, the reporter noted that on (B)(6) 2012, the prime volume had decreased to 2.2 units at 8:15 pm. On (B)(6) 2012, a prime volume of 3.8 units was recorded at 7:51 am. The reporter changed the I:c ratio of the pump on (B)(6) 2012, from 1:10 to 1:20 for the 12:00 am time period. The I:c ratio was reportedly evaluated by a health care provider (hcp) 3 weeks earlier at the start of school. At the time of contact with anm, the reporter stated that she would keep the patient off of the pump. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a low bg level suggestive of severe hypoglycemia. However, at this time, it is unknown if the pump, use-error, and/or diabetes management factors contributed to the patient's injury.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.